Event description:
The patient was undergoing a bronchoscopy. The physician inserted a sheathed cytology brush into the lungs, but was unable to get the brush to open outside of the scope. Staff obtained an identical brush and the physician was able to complete the procedure. No harm came to the patient as a result of this event. The manufacturer was contacted regarding this failure. We are currently awaiting their response and will return the product with the packaging to them for inspect/analyze.